Manufacturer narrative:
An outside the united states customer contacted siemens to report that a dimension vista 1500 analyzer direct current (dc) power supply failed and emitted smoke. A member of the site's local maintenance team performed a full shutdown of the analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse unplugged the power cord of the dc power supply and observed a burned prong on the connector to the analyzer's uninterruptible power supply (ups). The cse replaced the dc power supply. The customer calibrated and controlled the analyzer with acceptable results. The cause of the smoke was a dc power supply failure. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A customer contacted siemens to report smoke was emitted from a direct current (dc) power supply of a dimension vista 1500 analyzer. The smoke set off a smoke alarm and the fire department responded to the alarm. There was no open flame. There was no damage to other lab equipment and no delay in testing. There are no known reports of patient intervention or adverse health consequences due to the event.